Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was admitted for a gi bleed with intermittent flow and power elevations as high as 10-12 watt range. A hemolysis workup was negative so far. This was not a new issue for the patient, it was noticed during previous admissions. Review of the log file by the manufacturers technical services representative confirmed the power in the 10-12 watt range, and also saw consistent pi events that were coupled with the power increases. Patient returned to or? No.